Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Radiographs were provided and reviewed by a radiologist. The review identified that the tibial component cut is distal, lowering the joint line relative to native anatomy. The tibial component is undersized relative to the cut. A vertical fracture of the medial tibial plateau is seen distal to the keel of the tibial component. Risk factors for this fracture are thought to include too distal tibial cut lowering the joint line relative to native anatomy resulting in tibia varus, along with tibial component undersizing such that the implant fails to load the medial cortical rim of the proximal tibia. A definitive root cause could not be determined. Device is used for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf twin peg cmntls fmrl sm; item# 161473; lot# 66144446. Oxf anat brg rt sm size 3 PMA; item# 159568; lot# 67098996. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Approximately three weeks post-op, imaging revealed a medial tibial fracture. The patient subsequently underwent an open reduction and internal fixation (orif) of the medial tibia. Attempts have been made and no further information has been provided at the time of this report.